Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and failed. Product was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.